Event description:
Digestion all but stopped; breast implants are toxic and should not be permitted in women's bodies. The effects they have on health are wide and long lasting. It's cruel that we can't be supported now that information is coming out and no one was warned. Cancer, thyroid failure, vision loss, extreme fatigue, weight loss/ gain, lesions, etc. It goes on. FDA safety report ID # (B)(4).